Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis was unable to determine probable root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a health care professional via manufacturer representative regarding a navigation device being used for a fess procedure. It was reported that the site was unable to pass registration multiple times. They attempted multiple traces and 3 point traces but not pointmerge. They also attempted registering with varying threshold values with no success. They ultimately aborted the use of navigation since they could not pass registration. The procedure was extended by a period of less than 1 hour. There was no known impact on patient outcome.